Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated error codes indicating that the device entered into backup ventilation (buv) the device was available for evaluation. A review of the ventilator logs confirmed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator and confirmed in the log but could not duplicate the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated error codes indicating that the device entered into backup ventilation (buv). There was no injury to the patient.